Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Also received with protruded/loose drive support disk.

Event description:
It was reported that the drive support cap was protruded and a button was unresponsive. The blood glucose reading was 8.1mmol/l. Troubleshooting was performed, and the active button was not responding. Reviewed the alarm history, but a button error alarm was not found. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.